Event description:
Per the clinic, the device was explanted due to the electrode array being bent in the basal turn of the cochlea. The device was explanted (B)(6) 2011, and it is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).